Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during device implant, the diagnostic mobile programmer application would not progress from the patient information screen, preventing the user from activating data collection on the device. A different model of programmer was used to activate the device. The application remains in use. No patient complications have been reported as a result of this event.